Event description:
The vacutainers used to obtain blood cultures broken off while drawing blood. A portion of the vacutainer remained in the IV extension port leaving an open system. There was much uncontrolled bleeding and contamination of the blood cultures I was drawing. I had to restart the IV line and redraw the cultures.